Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the rewind and displacement test. However, unable to prime the insulin pump during prime test due to faulty force sensor. Unable to perform basic occlusion test, occlusion, excessive no delivery test or verify motor error alarms due to prime anomaly. The motor was tested outside the device and passed.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was unknown. Troubleshooting was performed. The caller stated that the device was not exposed to a high magnetic field. Assisted the customer to run the displacement test and the test failed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.